Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that there are chunks missing out of both rear tires and this will allow the wheel locks to engage properly.